Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device was serviced once for the reported condition (battery issue). (B)(4)

Event description:
This is a report from baxter (B)(4) of battery damage. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm set which interrupted delivery. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
The condition of battery depleted alarm set was confirmed through the event history. The condition is due to running the device on dc power for long periods. The main batteries and harness were replaced. Should additional information become available a follow up medwatch will be submitted. (B)(4).